Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's spouse reported that the rubber ring in the reservoir became displaced. The blood glucose reading was 125 mg/dl. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.